Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 8.1 mmol/l. The customer stated that the sensor did not have an electrode. The customer stated that the second sensor alarmed weak signal but lasted 5 days. The customer stated that the third sensor was inserted yesterday. The customer removed the sensor and saw that the electrode was missing. The customer inserted the 4th sensor and it warmed up. The customer will be sent 3 replacement sensors.